Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and symptomatic cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior colporrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced urinary and bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent partial mesh removal on (B)(6) 2011, along with hysterectomy due to erosion of mesh and pelvic organ prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent high mayo-mccall culdoplasty, uterosacral ligament suspension and anterior colporrhaphy on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced pop, sling erosion, incomplete bladder emptying, dyspareunia and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).